Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with dry eye in both eyes (ou) at a 6 day post-operative exam. The patient experienced a loss of best corrected visual acuity (bcva). The patient¿s chief complaint was that of decreased bcva more on the right eye (od) than the left eye (os) and commented that the decreased bcva occurred upon awakening. There was no pain, diplopia or any foreign body sensation reported. A silicone plug was inserted in the right lower lid and started patient with prednisone free gel corticosteroid to be taken every bed time and to increase pred forte every 30 minutes. No edema or flap striae seen in both eyes (ou). Bcva from (B)(6) 2017: right eye post-op 20/40, left eye post-op 20/30.